Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to being bent and insulation damage. A new rv lead with a different model was implanted successfully. This lead is capped and will not be returned. No additional adverse patient effects were reported.